Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The serial number was unknown. It was also reported that the patient do self cath and that they had a history of bladder infections, uti and frequency. This implies that this was a pre-existing condition and unrelated to the device. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient. It was reported that the patient woke up the day prior to the report and was sick with a fever. They thought it may have been sinusitis or a possible bladder infection. There were no device issues or further complications reported or anticipated.